Event description:
New information received notes that noise reversions was observed over the past year on both the atrial and ventricular leads. Emi was suspected. The patient is asymptomatic and has complete heart block. The atrial sensitivity had been reprogrammed. No programming changes to the ventricular sensitivity. The patient will continue to be monitored.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up, post-paced t-wave oversensing was observed. The oversensing was noted on a stored egm. The device was reprogrammed successfully. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.